Event description:
On (B)(6) 2012, the patient underwent an emergent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses (plc231200j/13455155 and pxc121400j/14102726). On (B)(6) 2016, a follow-up revealed that the right external iliac artery has further dilated, causing the iliac artery rupture. The patient was implanted with an iliac extender component distally to treat the right external iliac artery rupture. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, the patient underwent an emergent endovascular repair of an abdominal aortic aneurysm rupture using gore excluder aaa endoprostheses. A follow-up revealed suspected distal type I endoleaks in both sides of the legs. On (B)(6) 2015, the patient was implanted with two contralateral leg components (plc231200j/13455155 on the right side and plc161200j/13469701 on the left) to treat the bilateral distal type I endoleaks. A follow-up showed the aneurysm dilatation extending from the right common iliac to the right external iliac arteries, and the recurrent distal type I endoleak was revealed. It was reported that an external membrane hematoma was formed around the distal end of the plc231200j, causing the aneurysm dilatation. On (B)(6) 2015, the patient was implanted with an additional contralateral leg component (pxc121400j/14102726), extending into the right external iliac artery to treat the recurrent distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2016, a follow-up revealed that the right external iliac artery has further dilated, causing the iliac artery rupture. The patient was implanted with an iliac extender component distally to treat the right external iliac artery rupture. The patient tolerated the procedure.